Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: dots. Clinical adverse event received for instability event is serious and is considered moderate event is probably related to both device and procedure. Date of implantation: (B)(6) 2019. Date of event (onset): (B)(6) 2019. (Right knee) treatment: none. Further information provided: on (B)(6) 2019, the patient presented for a bilateral knee evaluation five months post-operatively. Involving the right knee, the patient was experiencing instability, locking/stiffness experienced at night that would subside, mild pain along with locking, mild effusion, and a audible clunk produced through palpation by the physician. There is no evidence of revision nor invasive treatment involving the right knee.